Event description:
Ous MDR. After an implantation time of about 1 day, a dislodging of the lead took place. The revision of the lead was carried out in 2008. There was another dislodge on the same day after the surgery. The second revision of the lead took place about 3 days later. The lead is not available for analysis.

Manufacturer narrative:
The device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.